Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump fell off while he was riding a motorcycle and the device broke into pieces. At time of the incident, customer's blood glucose was 451 mg/dl. The customer treated with manual injection. On the day of this report, customer's blood glucose was 175 mg/dl. Customer was advised the device would be replaced. The customer will not be returning the device for analysis.